Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the question 8d unintentionally was not answered on the initial report, which the answer to the question in no. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient has mild pain on the left side, not explanted as of now. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with mentor siltex contour profile high 350cc saline breast implants which patient states that the left breast implant has mild discomfort after implantation. No other concern. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.